Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Pain in lower gum line [gingival pain]; lower part of the brush head came out into mouth whilst brushing [device breakage]; lower part of the brush head came out into mouth whilst brushing during the night and caused a small pain in lower gum line [injury associated with device]. Case description: a mother reported that while her daughter of unspecified age brushed with an oral-b vitality series toothbrush, the lower part of the oral-b dual action brushhead came out into her mouth and caused her a small pain in her lower gum line. The mother stated that they had been using oral-b electric toothbrushes for the past couple of years that had worked out really well. The case outcome was unknown. No further information was provided.